Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip actuation issue. The reported poor image resolution was associated with visualization difficulty of the leaflets. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) and a posterior (p) prolapse on the medial side of p2 (posterior leaflet segment 2) for a mitraclip procedure. After placing the first xtw mitraclip on the medial side of anterior and posterior leaflet segments 2 (a2/p2) with a moderate reduction in mr, it was decided to place an additional xt mitraclip medial to the first. After confirming coaptation alignment and leaflet insertion, the mitraclip was deployed. After deployment it was discovered that the anterior leaflet detached from the clip. Given the complexity of the leaflets and image visualization difficulty of the leaflets, the physician decided to not add an additional mitraclip. The mr was reduced to grade 1-2. There were no adverse patient consequences or clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.